Manufacturer narrative:
(B)(4). Date sent: 9/6/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was a complete washer transection confirmed? Were the tissue donuts complete? Were any staple formation issues identified at any point in patient care? Was an additional leak test performed after oversewing the anastomosis in the initial procedure? How was the leak identified? Was a reoperation performed? If so, what was seen at the anastomotic site at reoperation? What is the current status of the patient?

Event description:
It was reported that following a lap sigma procedure, anastomotic leakage 2nd day postoperatively. The intraoperative leaky staple suture was completely over-stitched.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Specialist in general surgery. Where in the green gap setting scale was the indicator located prior to firing? Exactly in the middle. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was a complete washer transection confirmed? Yes. Were the tissue donuts complete? Yes. Were any staple formation issues identified at any point in patient care? No. Was an additional leak test performed after oversewing the anastomosis in the initial procedure? Yes. How was the leak identified? By the leak test (bubble and coloring test). Was a reoperation performed? If so, what was seen at the anastomotic site at reoperation? No. What is the current status of the patient? Still in hospital, but he¿s doing well, close to discharge. Further information was requested and the following was obtained: thank you for the additional information you provided. Based on the report that no reoperation was required, are you able to clarify how the post-operative leak was treated? Was a drain placed during the initial procedure? Was the patient¿s hospital stay extended due to the leak? Response: the leak was treated by a seam. Further clarifying information was requested and the following was obtained: was the leak identified intra-operatively or post-operatively? Post-operatively was the leak treated intra-operatively or post-operatively? Post-operatively what is meant by ¿treated by a seam?¿ sewn with needle and thread.